Manufacturer narrative:
Concomitant medical products: (2) 25 ml baxter bag. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient's age and date of birth requested but not provided.

Event description:
It was reported that the rn noticed a pool of liquid below patient's pump. Upon assessment, the rn found a small hole in the silicone section of the tubing set, which caused the leak. The customer states that there was no patient harm.

Event description:
It was reported that the rn noticed a pool of liquid below patient's pump. Upon assessment, the rn found a small hole in the silicone section of the tubing set, which caused the leak. The customer states that there was no patient harm.

Manufacturer narrative:
The customer¿s report of set tubing set with hole and leak in the silicone segment was confirmed. During visual inspection of the set received it was observed immediately that the silicone segment had a pin hole near the upper fitment. During functional testing the set leaked during priming and pressure testing. The root cause of the customer's report is unknown.